Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked with evidence of moisture ingress into the compartment. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: a pump leak test was performed and the pump was found to be leaking from the battery compartment. Inspection of the battery compartment found that the battery compartment was cracked. The inside of the battery compartment was found to be corroded. The pump was opened and no further moisture damage was found inside the pump. (B)(6).